Manufacturer narrative:
On (B)(6) 2020, an ortho field engineer (fe) visited the customer site and performed troubleshooting. The fe identified that the di water and saline tubing lines were switched. The fe corrected the tubing lines. The issue had occurred on (B)(6) 2020 during the annual pm of the instrument. The customer retested all patient samples from (B)(6) 2020 through (B)(6) 2020. All expected results were obtained. No incorrect results had occurred as a result of the incorrect tubing positioning. No general product failure was identified. No biased result was reported to a physician. No patient results were affected. No patient was harmed. The root cause of the increased consumption of di water is associated with the incorrect positioning of the di water and saline tubing lines. (B)(4).

Event description:
On (B)(6) 2020, customer contacted ortho to report that their ortho vision mts analyzer is utilizing an excess amount of di water and needs to be filled at a higher frequency than normal. Customer indicates this started after their annual pm which was performed the previous day. The customer stated that they had refilled the distilled water and saline containers within their instrument, however, after a few hours, an additional refill would be required. Ortho tsc reviewed the e-connectivity data for this instrument and had identified an increased number of pipa41 (no saline detected during wash) condition codes; therefore, a service order was generated for further investigation.